Event description:
On december 2, 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter would not power on. The pt indicated that alleged meter issue started on the previous month, at around 8:00 am. The pt claimed that 3 days later on three days later, he reportedly developed symptoms of excessive thirst, frequent urination, lightheadedness, and nausea. On that same day, the pt received phone advise from an unidentified health care professional (hcp) to eat food and/or drink a beverage. It would have been helpful to know the following information: the pt's testing frequency, his medication and diabetes management regimens, and if the pt made any changes to the regimens because of the alleged meter issue. In addition, it would have been helpful to know what specific advice the hcp gave,and what actions the pt took before and after the symptoms developed. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot # not provided.